Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized twice in the last 2 months for diabetic ketoacidosis on (B)(6) 2020 to (B)(6) 2020. Customer also experienced high blood glucose and blood glucose level was 425 mg/dl. It was also reported that the cannula was bent. It was unknown if the insulin pump was on auto mode at the time of the incident. Customer declined trouble shooting for high blood glucose. The insulin pump will not be returned for analysis.